Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), fatigue ("fatigue"), headache ("headaches"), flank pain ("flank pain"), arthralgia ("hip pain"), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and psychological trauma ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, fatigue, hormone level abnormal, headache, flank pain, arthralgia, vaginal haemorrhage, vaginal infection and psychological trauma outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per ppf essure insertion date: (B)(6) 2009 (discrepancy). She had received treatment following events" flank pain, hip pain, pelvic chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal, back pain". She had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure on (B)(6) 2010: essure confirmation test (unspecified). Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received- new events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems were added. Surgery ablation was added to menorrhagia. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.